Event description:
Reported that during a laparoscopic left hemi-colectomy, after inserting the device and re-attaching the anvil, it came apart once the device was being closed. There was no adverse consequence to the patient.